Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported that they experienced low blood glucose (bg) levels as low as 61 (mg/dl) on (B)(6) 2016. Reportedly, customer believed that low bg level was caused by exercise and missing meals. Customer consumed juice and food to stabilize bg levels. Recommendation was made to consult with health care provider to discuss diabetes management. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 60s (mg/dl) on (B)(6) 2016. Reportedly, customer believed that the low bg level was caused by exercise and missing meals. Customer consumed juice and food to stabilize bg level. It was also reported that the customer experienced an elevated bg level of 477 (mg/dl) on (B)(6) 2016 that the customer treated with a bolus administered by the pump. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer indicated that they would monitor bg levels and call back if further assistance was needed.